Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a trans-telephonic monitoring session, this abdominally-placed pacemaker exhibited no magnet response. This device is part of an advisory regarding the microcrystal timing component, however was not known to have exhibited any symptoms consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
Technical services recommended the patient be brought into the clinic to verify the magnet response. No additional information is available at this time. If additional information becomes available, this event will be updated. The device remained implanted for seven additional years and was subsequently explanted for normal battery depletion. The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.